Event description:
It was reported the patient¿s implantable neurostimulator ¿showed the error codes por (power on reset) 26, por 0x10, and por 23.¿ the ins also ¿stated that the serial number could not be recognized.¿ interrogation of the ins was ¿not possible¿ at most times and ¿impedance measurements were always aborted¿ at the time of report. Reprogramming had been unsuccessfully attempted prior to report. As a result of the reported issues, it was reported that replacement of the ins would be required. The ins remained implanted, but out of service at the time of report. The patient experienced ¿less than 50% therapy relief¿ at the time of report and was alive with no injury. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Device evaluation: analysis of the implantable neurostimulator (ins) found ¿that if the output was turned on after programming the settings, there was no output. Any change to the settings after the output was turned on would result in the power on reset (por) (23) message. A new session indicated a 0x10 (voltage too high) por occurred. Destructive analysis was performed which found two copper trace anomalies (cta) on the substrate of the stacked chip scale package (scsp). The first cta was located between the exposed copper traces of address select fifteen (xa [15]) and electrode fifteen (e15). The second cta was observed between the electrode eight (e8) and read-not-write (xrdn) signals. An electrical short consistent with the location of the e8 to xrdn anomaly was simulated on a system breadboard (sbb). The simulation resulted in a ¿voltage too high¿ por. Foreign material, referred to as mud cracking residue (mcr), was also observed.¿

Manufacturer narrative:
(B)(4).